Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 24, 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultraeasy meter was powering off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began approximately 4 weeks ago in the afternoon, when the meter started to power off during use. The patient stated that he manages his diabetes using insulin and self-adjust the dose, and denied making any changes to his usual diabetes management routine after the alleged issue began. The patient reported experiencing symptoms of sweat, disturbance and tremble approximately 45-60 minutes after the alleged issue began, and reportedly self-treated by consuming additional food and/or drink in response to the reported issue. The patient stated that his blood glucose was measured at the time using an accu check comfort meter with a reading of 36mg/dl. At the time of troubleshooting, the csr determined that it was not the first use of the product and was no indication of misuse. The csr noted that the batteries did not need to be replaced and educated the patient on the meter's auto shut-off behavior. The csr was unable to resolve the issue through troubleshooting and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.